Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient presented to hospital on (B)(6) 2014 with complaints of nausea, vomiting, and constipation for 4 days and dizziness for 1 day; did not report any bleeding. Gastrointestinal (gi) consult on (B)(6) 2014 found no evidence of acute active (gi) bleeding, recommended proton pump inhibitor (ppi) for prophylaxis and consideration of esophagogastroduodenoscopy (egd) for further evaluation given elevated risk of arteriovenous malformation's (avms). Patient was discharged in stable condition on (B)(6) 2014. No additional information available.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.